Manufacturer narrative:
Block e1: initial reporter city:(B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst. When pulling the balloon out of the working channel, it tore off at the entrance to the working channel. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the same original device. There were no patient complications reported as a result of this event.